Manufacturer narrative:
The reported event was unknown patient death. Final analysis did not find any anomalies. No anomalies were detected.

Event description:
It was reported that the patient died due to unknown causes. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead were explanted.